Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. The advanced evaluation began on (B)(6) 2021. It was reported that the patient had a lead dislodge. Additional information was received and the patient stated they had an egt study done on the 9th and the lead came unattached. There were no  patient complications reported at this time.